Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure, the patient was treated with one pacific xtreme in the target lesion. During a second revascularisation procedure, the patient was treated with one pacific xtreme balloon catheter also in target lesion. Approximately 19 months post first tvr and 4 months post second tvr, the patient suffered restenosis of the target lesion. The patient was treated with medication and revascularization using an amphirion deep balloon catheter on the same day. The patient also received thrombus aspiration. The event was assessed by the investigator as not related to the index device, procedure or paclitaxel. The event is resolved.

Manufacturer narrative:
The event term has been updated to "dissection and restenosis of the left sfa and stenosis of the tibial anterior artery". The dissection required stenting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.